Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 31g (B)(6) syringe in an open poly bag from lot # 6242690. Customer states that the needle stayed in the stomach and insulin went on the floor. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Leakage could occur if the break off occurred during the injection as the plunger is being depressed. As per manufacturing, a review of the device history record was completed for batch# 6242690. There were four (4) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle break off an investigation summary: customer returned (1) 1/2cc, 8mm, 31g (B)(6) syringe in an open poly bag from lot # 6242690. Customer states that the needle stayed in the stomach and insulin went on the floor. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Leakage could occur if the break off occurred during the injection as the plunger is being depressed. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle break off and leakage). Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer based on the above, no additional investigation and no CAPA is required at this timed leakage) based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use, customer was injecting insulin medication from the bd insulin syringe with the bd ultra-fine¿ needle 0.5ml 31gx5/16 (8mm). The needle stayed in stomach and insulin went all over the floor. She called ER - (B)(6) and called family doctor emergency number. Daughter¿s boyfriend pulled needle out with fingers. There was no report of injury or medical interventions.